Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified sensing issue on the right ventricular (rv) lead. Surgery occurred to resolve the issue. The patient was in stable condition.

Event description:
New information received notes no changes or interventions were performed, and physician will continue to monitor. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 for no changes or interventions performed.

Manufacturer narrative:
Correction: h6, additional surgery was incorrectly reported initially and that the lead is being monitored.